Event description:
Customer reported via phone, she was having a bit of a panic attack as the device kept alarming compromised force sensor system and it won't reset. Customer's blood glucose was 162 mg/dl. Alarm did not occur during rewind or prime sequence it occurred after. Customer was advised to perform and easy bolus into the air and she was unable to perform the task. Customer was advised the device need to be replaced and she agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.